Manufacturer narrative:
On (B)(6) 2021 the customer reported a critical pump error 35, water inside the insulin pump, and crack on the back of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rails. Device was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download using crest was successful; however, attempt to upload using thus was unsuccessful. Unable to verify pump error 35 because unable to upload the long trace or device history files. A second attempt to download a xtest file and then upload the bootloader traces was successful. Five consecutive occurrences of the error code = 0x00000044 appear in the bootloader traces. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; electrical board 1. The force sensor zero offset measured within specifications = 23.2 milivolts. In summary, the customer¿s report of a critical pump error 35, water inside the insulin pump, and a crack on the back of the battery compartment was all confirmed during testing. The critical pump error (open book image) alarm, the inability to completely upload all files, and the five consecutive occurrences of the error code = 0x00000044 are due to the moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and broken force sensor was detected during regular delivery or seating alarm. Customer stated there was droplet of water under the screen of her insulin pump and the screen was cloudy. The customer stated insulin pump exposed to water as they went swimming with it. Customer stated there was crack at back of the battery compartment, for outside to the inside where the clip attaches. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.